Event description:
Efix end user was in manual mode, user was pushing backwards with his feet when the axle broke. The wheelchair tipped sideways. User was belted or strapped into wheelchair when the user hit his mouth. Reporter alleges the possibility of chipped teeth. No other injuries reported. Additional serial number: (B)(4).